Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The opticross hd was selected for ultrasound examination of the target lesion. During the procedure, while the device was outside the patient, the imaging was poor. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath assembly was kinked, there was imaging core windup near the lap joint, and the drive cable was coiled. Visual and microscopic inspection revealed the imaging window was detached near the lap joint and part of the sheath was detached inside the coiled drive cable. The imaging window was not returned for analysis. Impedance testing showed an electrical open at the proximal end of the catheter between 130-140 cm from the distal housing.